Event description:
It was reported that during interrogation, a decrease in the battery's longevity of this implantable pulse generator was observed. Additionally, the device had reached end of life (eol). Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.

Manufacturer narrative:
The device has not been returned for analysis. Despite good faith efforts to obtain product return, objective evidence was not available to determine the root cause of the clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during interrogation, a decrease in the battery's longevity of this implantable pulse generator was observed. Additionally, the device had reached end of life (eol). Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return. Additional information: despite good faith efforts to obtain device return, no device has been received and no response was provided from the field.